Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed after saphenous vein branch ligation that the vasoview hemopro evh system dissection tip had broken at the base. Initially the pieces were noted to be on a sterile table off the surgical field. Upon further inspection there was an additional piece missing (3 pieces broke total). Once the vein was removed from the patient's leg and prepared accordingly, the additional piece was successfully retrieved through the original incision. There was no harm or injury to the patient. There was no additional incision required. All the pieces were retrieved. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on 08/17/2010, for investigation. A visual inspection revealed that the dissection tip was received with 2/3 of the circumference of the proximal end detached. There were 2 detached pieces received. Based upon the received condition of the unit, the reported complaint, "tip broke' was confirmed. A lot history record review was completed for the reported lot numbers. There was no nonconformance which could be attributed to this failure mode. This issue has been thoroughly investigated in our CAPA process and is currently being monitored for long term effectiveness. The issue has shown to be a low frequency failure mode whereby the molded tip body fractures under a rare combination of circumstances. The most likely root cause has been determined to be related to the component molding process. Maquet has taken steps to correct this molding process and provide tip bodies that should not fracture under these circumstances. (B)(4).